Event description:
The customer's family or friend reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 154 mg/dl. The caller later noted that the customer's blood glucose was 140 mg/dl, compared with the sensor reading of 54 mg/dl. She was advised that the issue was likely due to the sensor not being situated properly in the interstitial fluid, preventing the sensor from properly tracking changes in glucose. She was advised that a replacement sensor would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.